Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that coil was confirmed to be in good condition prior to use, the device was prepared per the dfu and continuous flush was maintained. It was also reported that the renegade hf micro catheter ( inner diameter 0.027¿) was used to advance the subject device to the delivery site. Per the device dfu: ¿a maximum inner diameter of 0.019 is compatible with the target coils.¿ based on the information available, an assignable cause of use error was assigned to this event. The device is not available to the manufacturer.

Event description:
It was reported that when the coil(subject device) was advanced in the microcatheter, the coil detached prematurely inside the micro catheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.